Manufacturer narrative:
Conclusion: device failure occurred and was related to event. The complaint and inventory were reviewed. The product was dimensionally inspected and photographic images were made of the returned product. (B)(4).

Event description:
Allegedly reamers are rusting.ph level for decontamination cleaning - enzymatic cleaner metrex.time of exposure with detergent prior to rinse: 1-2 hrs.temperature of bath: approx. 110-120 degree fahrenheit.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00814.